Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) got an update information from the user as follows; -the device had been reprocessed with a non-olympus automated endoscope reprocessor, soluscope 3, using peracetic acid. The subject device has not been returned to olympus medical systems corp. (Omsc). Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(4) for evaluation. Olympus (B)(4) checked the subject device and found followings; the adhesive of the bending section rubber was detached. The angulation was slack. The bending angle did not meet specification. The distal end cap was worn. The distal end insulation test has failed. The lens epoxy was worn. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of multiple microbiological testing by the user facility, following microbes were detected in the sample collected from the subject device. First time; (B)(6) 2021. Pseudomonas aeruginosa (>100 cfu). Second time; (B)(6) 2021. Pseudomonas aeruginosa (1-10 cfu). Third time; (B)(6) 2021. Streptococcus mitis (alpha-haem. "Viridans") (1-10 cfu). Other detailed information such as the reprocessing method was not provided. There was no report of infection associated with this report.